Event description:
The trial head cracked during surgery. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation indicated that the event was attributed to a less than optimum design. Corrective action has been implemented to improve the reliability and performance of the product.